Event description:
On (B)(6) 2012, the reporter called animas alleging that the ok keypad button and the up and down arrow keypad buttons are intermittently unresponsive, requiring several presses to evoke a response. The keypad was reportedly peeling back from the bottom of the keypad to above the ok keypad button. The intermittent response issue with the keypad buttons reportedly occurred prior to the reported torn keypad. The patient is reported to keep the pump in protective case attached to a belt and does not clean the pump. There is no reported adverse event associated with this complaint. This complaint is being reported because it was indicated that the keypad buttons were intermittently responsive prior to the damage noted on the keypad. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 08/10/2012 device evaluation: the insulin pump has been returned and was evaluated by product analysis on 07/17/2012 with the following findings: on examination, the keypad was found to be torn in the area of the ok keypad button. On testing, the down arrow and contrast keypad buttons were appropriately responsive. The up arrow and ok keypad buttons were intermittently unresponsive. The keypad cover was removed for investigation and revealed contamination under the contacts of all the buttons and the ok button contact was noted to be inverted. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner¿s booklet instructs the user to call animas customer service if the user suspects that the product is damaged.